Event description:
Boston scientific received information from another company that this patient had this product explanted as part of a system revision due to an infection. The explanted products have been retained by the hospital and will not be returned. No additional adverse patient effects were reported. A new system was intended to be implanted two weeks following this explant procedure. It was confirmed that a non-boston scientific system was implanted at a later date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
At a later date, a boston scientific field representative contacted the physician¿s office to obtain more details. A health care professional (hcp) reported that the patient had developed a (B)(6) infection and hematoma after their non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) was changed out in (B)(6) 2014. The physician had no allegations against any of the boston scientific leads. It was also reported that the patient subsequently died from complications of the infection. An online obituary confirmed that the patient had passed away on (B)(6) 2015.